Event description:
It was reported that the patient had charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg in hibernation was charged fully in one charging cycle and charge history revealed no anomalies. The investigation has not identified a potential process or design-related issue for the reported device. Therefore, the probable cause selected is no problem detected.